Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of high blood glucose level and receiving a finish loading alarm. The customer states they changed out their infusion set and trying to conduct bolus when they received the finish loading alarm. The customer's blood glucose level at the time of incident was 417mg/dl. Troubleshoot was conducted. The customer was successfully assisted in priming the device. The customer declined to troubleshoot for the high level. No further assistance was needed at this time.